Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable. Other relevant device(s) are: product ID: 9733686, software version: (B)(4). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the site was having issues transferring images from the imaging system to the navigation system. The site changed the network cable and it was working fine but then they had to manually push the images to the navigation system. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was no reported surgical delay.

Manufacturer narrative:
Additional information: patient information and additional information received. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that a bad cable caused the system to be unable to send to the navigation system. The site replaced the cable and the issue resolved. The site was able to manually send images.